Manufacturer narrative:
(B)(4).

Event description:
The dentist reported that 6 months after the dental implant was installed in intraoral region #10, it was verified its non osseointegration. Immediate load was not performed.